Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (150-200s mg/dl) and a bolus of insulin was delivered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed using the current supplies on the pump and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.